Event description:
It was reported that approx 9 months following an anterior support procedure, the mesh began to erode causing numerous infections and cutting the inside of the pt to the point of bleeding. The pt underwent another procedure on (B)(6) 2007 to correct the problem. A consulting doctor noted that the mesh cannot be removed. On (B)(6) 2007, a nickle size area of mesh erosion was identified at the vaginal introitus posteriorly over the rectum. An incision was made and the abnormal vaginal mucosa and the mesh were removed. The site was covered completely by a u-shaped flap. On (B)(6) 2007, the pt had an abdominal sacrocolpopexy for a total vaginal vault prolapse.